Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank screen. The customer had already changed the battery. The customer did get a bad battery on the screen but intermittently. The customer had been getting the version screen on the insulin pump after clicking several buttons. It was also reported that there was a crack near the battery compartment. The customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm failed batt test and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.